Manufacturer narrative:
Due to character limit: e1 (telephone): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use by customer that cardiosave intra aortic balloon pump (iabp) had an alarm popped up on the device's interface screen, and the buzzer sounded continuously or intermittently. There were no patient harm or injury was reported.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, e1 (email) h6. (Type of investigation, investigation findings, medical device ¿ problem code, investigation conclusions). At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.